Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model:c3 3186, UDI: (B)(4), serial: (B)(6), batch: a000137125. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced a cerebrospinal fluid (csf) leak during implant procedure while placing the first lead. The physician performed a blood patch and implant procedure was completed. Patient was asymptomatic.